Manufacturer narrative:
As reported, the patient underwent placement of a cordis optease vena cava filter. The device subsequently malfunctioned by migrating, tilting and perforating the vena cava and by being thrombogenic. The patient then underwent several failed medical procedures to retrieve the defective, including one by the m.d. On or about two and a half years after the procedure. One still image of what appears to be an inferior vena cava filter. Filter appears to be in an upright position. The renal veins are not able to be visualized, therefore correct positioning of the filter is unable to be determined. Without having prior films/images to compare to, one is unable to determine migration of filter from original placement position. Following frames on disc are of still CT images. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without images or procedural films for review, the reported filter migration/tilt could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. The timing and mechanism of the reported filter tilt could not be determined. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters thrombosis does not represent a device malfunction. The reported event notes an attempted retrieval date on or about two and a half years after the procedure. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received and x-ray films were returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a cordis optease vena cava filter on or about (B)(6) 2015. The device subsequently malfunctioned by migrating, tilting and perforating the vena cava and by being thrombogenic. Plaintiff then underwent several failed medical procedures to retrieve the defective, including one by the m.d. On or about (B)(6) 2015. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without images or procedural films for review, the reported filter migration/tilt could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. The timing and mechanism of the reported filter tilt could not be determined. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters thrombosis does not represent a device malfunction. The reported event notes implantation of the filter on or about (B)(6) 2015 with an attempted retrieval date on or about (B)(6) 2015. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of a cordis optease vena cava filter (referred to as ¿filter.¿ ¿device¿ or ¿product¿ hereinafter) on or about (B)(6) 2015 at (B)(6) hospital. Upon information and belief, the device subsequently malfunctioned by, inter alia, migrating, tilting and perforating the vena cava and by being thrombogenic. Plaintiff then underwent several failed medical procedures to retrieve the defective, including one by the m.d. On or about (B)(6) 2015.